Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial/lot #: unknown, UDI#: all codes apply to product ID: (B)(6) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient's wife indicated that the patient was getting an error message on her device indicating that there was a connection issue and to make sure all the lead connections were secure. The patient also stated that the lead was still not connected and he had an appointment tomorrow morning. The patient's wife noted that the bandage continued to roll up from the sweat and moisture and when it had rolled up it had disconnected a red wire from the ens. The patient confirmed that he had reached out to their health care professional's (hcp) office but was unable to connect with them. The patient's wife reported that the patient was not feeling stimulation and did not feel stimulation after the first day was done. It was stated that the patient was sweating so the bandage came off. It was mentioned that the screen displayed "cable not attached". Troubleshooting attempts were made and it was confirmed that the patient went to increase stimulation but noticed a "system/connection error-no leads attached to the cable scree n". It was also noted that the wire that was on the red cable was pulled off. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.